Event description:
It was reported that a polarx balloon catheter was selected for use, during procedure the error the console detected blood in the catheter occurred. To solve the issue the device was replaced with another one of the same type. No patient complications reported, and the device is expected to be returned. Per additional information received, this event is no longer reportable. The physician immediately stopped using the catheter when the error showed. After isolating 4 pulmonary veins, freezing of roof was attempted but the error appeared. It was further reported that blood was not visible in the balloon after the error occurred. The catheter has been received by boston scientific and is awaiting analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a polarx balloon catheter was selected for use, during procedure the error the console detected blood in the catheter occurred. To solve the issue the device was replaced with another one of the same type. No patient complications reported, and the device is expected to be returned.